Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accutni) result of 0.60ng/ml on one patient sample generated by the access 2 immunoassay system. It's the lab's policy to repeat all accutni results >0.2ng/ml. Upon repeat testing on an alternate instrument, the sample gave 2 results of 0.00ng/ml. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was li heparin plasma that was centrifuged for ~7 minutes. Prior to repeat testing, the sample was centrifuged for 3 minutes. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) went on-site (B)(4) 2010 and performed a system check which met specifications. A high-sensitivity system check was performed and failed. The fse found the wash carousel and incubator track with some wash buffer build up and cleaned it and replaced the incubator belt and clips. The high-sensitivity system check was then repeated and met specifications.